Manufacturer narrative:
Concomitant medical products: 5054-58 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible fracture and what appeared to be noise on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported the lead impedance dropped and noise developed following coronary artery bypass graft surgery.